Event description:
Updating MDR due to complaint classification code change. Complaint is not reportable per corpft-140202.

Manufacturer narrative:
3004753838-2024-122918 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).